Event description:
It was reported that the pt's catheter was broken and had to be replaced. The pt experienced headaches, jolts in muscles and cramps. The type of medication, concentration, and daily dose being administered via the pump were not reported. Additional info has been requested from the hcp, a follow-up report will be sent if additional info becomes available.